Event description:
It was reported the marker moved. During preparation for a procedure, the physician selected an accustick¿ ii introducer sheath for use. The radiopaque marker on the device was noticed to have moved to the proximal end of the catheter. The device was never used in the patient. The procedure was completed with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received one accustick introducer system with original opened pouch and product label. Residue was present on the device indicating use/ handling. The guidewire was also returned inside a sealed/ opened pouch. A visual examination identified the radiopaque (ro) marker was found to have been pushed proximally approximately 16.5 cm toward the hub. Marker impression on the sheath surface signifies the ro marker had been properly assembled and swaged onto the distal end, additionally the surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The ro marker was bent and edge was pulled outward. Additionally the sheath tip was torn outward. The dilator and metal cannula were without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the marker moved. During preparation for a procedure, the physician selected an accustick ii introducer sheath for use. The radiopaque marker on the device was noticed to have moved to the proximal end of the catheter. The device was never used in the patient. The procedure was completed with a new device.